Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.

Event description:
New information received notes the patient's pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker's battery had depleted faster than expected. The patient was in stable condition. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.